Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affected channels. Parent's did not express concern with performance. The user has been re-implanted. It was stated in the device explantation report that bone growth was observed over the stimulator and lead. It was also stated that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. An integrity test has been scheduled.

Event description:
In situ measurements show affected channels. Parent's did not express concern with performance. The user has been re-implanted. It was stated in the device explantation report that bone growth was observed over the stimulator and lead. It was also stated that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.